Manufacturer narrative:
The device was not available and therefore a device evaluation could not be performed. A device history record review was unable to be completed as a lot number was not provided. A high-level analysis was performed and there were no non-conformities found to be related to the reported event. A review of the device¿s risk profile suggests the reported event does not constitute a new harm or hazard. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported issue is a known risk associated with the use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. The IFU adequately provides instructions for implantation, precautions, and warnings for the proper use and handling of the device. Polynovo could not confirm a deterioration or change in the characteristics or performance, or inaccuracies in the labelling or instruction for the reported case. The rate of the reported issue to polynovo is considered low and acceptable. The clinical benefits continue to outweigh the potential risks associated with this hazard/use of the device. No trend or deficiency has been identified. Polynovo does not believe that a corrective action is warranted. Polynovo will continue to investigate and monitor complaints of this nature. MFR reference #: (B)(4).

Event description:
It was reported that the patient who developed neonatal compartment syndrome and was treated with btm, stsg and npwt for 38 days in the dorsum of the left foot. However, there was delayed graft failure 12 days post stsg and the histology revealed a non-involuting congenital haemangioma. The reported outcomes noted continued wound epithelialization, and the patient had 'splinting to improve foot position'. Any omitted information was not available at the time of this report. Please reference https://doi.org/10.3390/jcm14155427.